Event description:
It was reported on (B)(6) 2011, that the pt experienced discomfort in the feet. There was no known related incident or accident reported. The pt used the programmer to turn the amplitude down on the implantable neurostimulator. The pt's feet, then, felt "a little better." It was later reported that pt was in the intensive care unit (ICU), on a ventilator, with an abnormal CT scan. The pt experienced a bleed, as evidenced on the CT, that was resolved. It was not clear what caused the bleed. It was not believed, per the implanting physician, that the pt's issues were related to the pt's two implantable neurostimulator systems. Both of the device systems were turned off on (B)(6) 2011, to determine if the pt experienced any changes. The pt remained admitted to the hospital as of the date of this report. No info was provided related to the pt's outcome. A follow-up report will be filed if additional info becomes available. See also manufacturer report # 3004209178-2011-06815.

Manufacturer narrative:
(B)(4).